Manufacturer narrative:
The system is calibrated every 24 hours and qc samples are run every 4 hours. Prior to each event qc results were within the lab's established ranges. A field service engineer (fse) replaced multiple hardware components. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high results for several assays generated by the unicel dxc 800 pro synchron clinical systems. Upon repeat on another instrument lower results were obtained. The erroneous results were not reported out of the lab. Patient treatment was not affected.